Manufacturer narrative:
This event was initially reported on manufacturing report number 0001822565-2017-07507, which has since been voided. Manufacturing report number 3007963827-2018-00044 will be kept for investigative purposes. (B)(4). Concomitant medical products: persona cruciate retaining femoral component, catalog #: 42502006402, lot #: 63437075, persona stemmed tibial component, catalog #: 42532006702, lot #: 63310224, persona all polyethylene patella, catalog #: 42540000032, lot #: 63463162, persona medial congruent articular surface, catalog #: 42522100512, lot #: 63307878. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07508, 3007963827-2018-00044. Product location unknown.

Event description:
It was reported that patient is experiencing pain and reaction to metal allergies after a knee arthroplasty. It was reported that the patient is suffering from metal allergies, pain and tightness in the knee. It was further reported the patient underwent a revision procedure approximately one year post-implantation due to nickel allergy. The tibial tray, femoral and articular surface were removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review, however, the patient's allergies could not be confirmed with the information provided. The device history records were reviewed and no discrepancies were identified. Revew of x-rays identified that the femoral component coronal alignment was approximately seven (7) to eight (8) degrees valgus and the sagittal alignment was grossly neutral. The tibial component coronal alignment was approximately two (2) degrees varus and the posterior slope may have been excessive at approximately ten (10) degrees. The bone quality was noted to be questionably osteopenic. Reported information identified that the patient had a nickel allergy, however, review of the implanted devices confirmed that only the femoral component contained nickel. Per the package insert, metal sensitivity is a known possible adverse effect of this surgery. The root cause is related to the patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.